Event description:
It was reported that this implantable cardioverter defibrillator (ICD) displayed a red call doctor icon. Patient is not enrolled in latitude. The patient was referred to contact their clinic regarding the red call doctor icon. The device remains in service. No adverse patient effects were reported. Additional information obtained, the device has been explanted and return for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) displayed a red call doctor icon. Patient is not enrolled in latitude. The patient was referred to contact their clinic regarding the red call doctor icon. The device remains in service. No adverse patient effects were reported.